Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after a percutaneous transluminal coronary angioplasty, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, after suture deployment, it was impossible to remove the device. The device was surgically extracted and hemostasis was achieved surgically. There was a reportedly clinically significant delay in the procedure. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device indicated that needle deployment and suture retrieval were all successful. However, the foot was dislodged from the guide. This observed damage is consistent with a failure to retract the foot to remove the device, resulting in difficult device removal. Cycling the lever to attempt retracting the foot could have resulted in the foot being dislocated out of the guide as observed. During lab testing, the foot was cleaned, re-assembled into the guide, re-deployed, and retracted successfully via opening and closing of the lever as designed. Additionally, the needle trajectory of each device is checked during manufacturing by deploying and retracting the foot. Based on the manufacturing inspection criteria, analysis of the returned device, the probable cause for the dislocated foot is related to the operational context in the use of the device; human tissue was observed capturing around the foot. No manufacturing or quality deficiency was detected as a result of this investigation. A search of the device lot history record for the reported lot revealed no nonconforming material record relevant to this event. A query of the complaint database for this lot revealed no other incidents with reported difficult device removal. All products are subject to an inspection by manufacturing. In addition, a quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.